Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside the delivery tube. The loading devices was not returned. The tension spring assembly and the anchor tab were inside the tube of the delivery device. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The delivery tube appeared to be physically damaged. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to deploy. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load properly. The seal would not release from the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.